Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of lioresal for intractable spasticity due to spinal cord injury/ spinal cord disease. The pt began to experience a decreased therapeutic effect and notified the hcp. The hcp performed an x-ray rotor study and noted that the pump rotor had stopped. The pump was explanted in 2000. The pt rec'd oral medications for spasticity. Another synchromed pump was implanted in 2000.